Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further evaluation of this implantable cardioverter defibrillator (ICD) to confirm device operation. It was noted that the patient visited the cleaning after feeling discomfort and shocks. It was noted the device had recorded supraventricular tachycardia (svt) episode. Upon review, the stored episode showed the patient was in an svt rhythm and the device deliver 10 bursts of anti-tachycardia pacing (atp) and 6 shocks inappropriately. The rhythm was terminated, and therapy was exhausted. Further review of the presenting electrogram (egm) showed noise on the right ventricular (rv) lead shock channel possibly due to pectoral muscle movement. It was noted the noise was not oversensed. Ts discussed programming optimization options with the hcp. At this time, the ICD was reprogrammed and remains in service. No adverse patient effects were reported.